Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis refrigerator door was failed to connect to the station. The customer stated that a malfunction occurred when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator door failed to connect to the station. A technical support specialist received a call from the customer reporting issues with the hardware. The pyxis refrigerator door failed to connect to the station. The customer was advised to try rebooting the station, which fixed the issue. No further calls were received from the customer, so the case was closed. The system functioned as intended after the technical support specialist investigated the device.